Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor triggered threshold suspend when customer's sensor glucose was 40 mg/dl and blood glucose was 90 mg/dl. Sensor alarmed change sensor and calibration error alarms. After troubleshooting, customer will not be returning the sensor for analysis.